Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The patient indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -9.50/3.0/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced blurred vision and lens repositioning. On (B)(6) 2023 the lens was repositioned. Reportedly, "the necessary follow ups were done post the implantation with the surgeon. However, after a few days, I started complaining of blurred vision from my right eye and upon investigating it further, it was suggested that the right icl needs to be redialed. The right icl was redialed on (B)(6) 2023. The necessary follow ups were done post the redialing with the surgeon. Everything went well for a few months and after some time, I started complaining of blurred vision from my right eye, yet again. Upon investigating it further, it was found out that there is rotational instability of icl and therefore, I was suggested to undergo redialing of right eye icl". The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.